Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported an aortic dissection occurred. An intellanav oi ablation catheter was selected for use during an ablation procedure for idiopathic ventricular tachycardia. During introduction of the catheter over the aorta retrograde to the left ventricle, a small aortic dissection occurred. When the physician realized this, he stopped the procedure and performed a computed tomography scan. The physician noted he pushed a bit too hard and afterward the dissection happened. The catheter hadn't malfunctioned and worked well. The following day the physician noted that the patient was fine and there were no further problems.

Event description:
It was reported an aortic dissection occurred. An intellanav oi ablation catheter was selected for use during an ablation procedure for idiopathic ventricular tachycardia. During introduction of the catheter over the aorta retrograde to the left ventricle, a small aortic dissection occurred. When the physician realized this, he stopped the procedure and performed a computed tomography scan. The physician noted he pushed a bit too hard and afterward the dissection happened. The catheter hadn't malfunctioned and worked well. The following day the physician noted that the patient was fine and there were no further problems. It was further reported that the dissection happened at the first insertion of the catheter. No steerable sheath had been used. The patient did not experience any symptoms. The case had been stopped due to safety reasons.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:46 pm CT. The report number is being corrected from: 2134265-2018-64480 to: 2134265-2018-62907.